Manufacturer narrative:
(B)(4). Results: (graft migration, endoleak). Results & conclusions: (aortic neck dilatation).

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm, four years ago. Aneurysm and vessel morphology at the time of implant was not reported. Current vessel morphology was reported as moderate tortuosity, with no calcification. It was reported that current films show a migration with a type I endoleak. The aneurysm has increased in size, due to neck dilatation, and is now 7.6 cm in diameter. The treatment plan is to implant a cuff in the near future. No further info has been provided.